Manufacturer narrative:
The device was returned and evaluated. Examination found the injector in good condition. The injector tip was inspected, and no split tip issues were found. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
An eye surgery center reported that during insertion of an intraocular lens (iol) into the right eye the nose of the injector was noted to be split when the surgeon inserted it into the eye and started to advance the lens. The same lens was reloaded into a new injector and successfully implanted with no negative patient impact.